Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgical endoscopy (2022) 36:480¿488; https://doi.org/10.1007/s00464-021-08307-2.

Event description:
Title: robot-assisted vs. Laparoscopic repair of complete upside-down stomach hiatal hernia (the rather-study): a prospective comparative single center study. This prospective and comparative clinical study evaluated intra- and postoperative outcomes, quality of life and symptomatic recurrence rates in patients with complete upside-down stomach undergoing robot-assisted, as compared to standard laparoscopic repair (the rather-study). Between july 2015 and june 2019, 55 patients undergoing elective robot-assisted (rob-g) or laparoscopic (lap-g) repair of complete upside-down stomach hiatal hernia, were included in the study. Rob-g group consisted of 36 patients with 13 males and 23 females with a mean age of 71 years (range-44-9) and a mean bmi of 29.7 kg/m2 (range 22.3-35.8). Lag-g group consisted of 19 patients with 5 males and 14 female with a mean age of 76 years (range 44-91 and a mean bmi of 28 kg/m2 (range 17.4-42.8). Patients were allocated to rob-g or lap-g technologies using competitors devices (manufacturers: intuitive surgical inc. And conmed corporate), surgical steps for hiatal hernia repair were standardized for either group of patients in which posterior crural closure was performed with non-absorbable 0 ethibond (ethicon) interrupted sutures and a competitor¿s running suture (manufacturer: medtronic), with or without competitors mesh augmentation (manufacturers: dynamesh and gore medical) according to intraoperative findings. Intraoperative pleural lesions were closed with non- ethicon absorbable sutures (manufacturer: unknown). In case of intraoperative pleural lesions, chest x-rays were performed 1 to 4 hours postoperatively. Routine barium swallow x-ray was performed for every patient on day 1 post-operatively. Patients were then put on liquid diet followed by step-wise progression to normal full diet until discharge, with instructions of chewing well and eating slowly for the first 6 weeks. The reported complications included dysphagia (n=2), gastric paresis (n=1), asymptomatic recurrence (n=2), and major bleeding (n=1). In conclusion, while robot-assisted surgery provides additional precision, enhanced visualization, and greater feasibility in complete upside-down stomach hiatal hernia repair, its clinical outcome is at least equal to that obtained by standard laparoscopic surgery.